Event description:
New information noted that transmission discrepancy was due to user error. No intervention was required.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Remote transmissions were being sent too early despite scheduled transmission on implantable cardiac monitor. Patient was stable throughout event.